Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no sensing and no capture at max output on the right ventricle leadless pacemaker (rvlp). A chest x-ray was performed and confirmed that the rvlp had dislodged and migrated to the right pulmonary artery. The physician elected to retrieve and explant the rvlp. The patient condition was stable following the procedure.